Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20: the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur and/or require intervention include but are not limited to endoleak, aneurysm enlargement and reoperation/reintervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular tambe procedure to treat an aneurysm utilizing gore® excluder® thoracoabdominal branch endoprosthesis, gore® excluder® aaa endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis. On (B)(6) 2025, the patient underwent a reintervention procedure as there was contrast in the aneurysm sac, but physician could not determine if it was a type 2 endoleak from the lumbar arteries or a leak from the left renal artery. Then an angio was performed but the cause of the contrast was still undetermined as it was in the area of the left renal artery. The left renal stents did have adequate length and were sized appropriately with adequate overlap from the original procedure. The physician decided to re-line the left renal viabahns (bxb077902a) with more bxb077902a stents and place it a little deeper into the renal with more overlap. Patient is doing okay. The contrast density in the sac was reduced, however, physician stated that they won¿t know with certainty until the 30-day follow up CT scan is performed.